Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the changeout of the device, after unraveling the right ventricular lead from under the device, the lead was tested through the analyzer. Testing indicated high impedance, no capture at maximum outputs, low sensing values and a possible fracture of the right ventricular lead. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.